Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was not provided. The device was returned to the manufacturer for evaluation. The investigation is currently under way.

Event description:
It was reported that approximately six months post deployment of a vena cava filter, during a scheduled filter retrieval, one of the filter leg allegedly detached. The filter and detached filter leg were captured and retrieved with a snare device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary:one denali filter was returned for evaluation. The device was returned with one arm detached near the apex. Therefore, the investigation is confirmed for limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that approximately six months post deployment of a vena cava filter, during a scheduled filter retrieval, one of the filter leg allegedly detached. The filter and detached filter leg were captured and retrieved with a snare device. There was no reported patient injury.